Event description:
It was reported that a pmw35 was used during an unknown procedure. It was reported by the affiliate that when the device was fired, a few staples were fired without any problem. The next few staples bent down and out, instead of down and in. The pt had an extended operating room time.